Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to non-sustained episodes of noise and short v-v intervals. Reprogramming was performed to turn off detections. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.